Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned off while in use. It was indicated that the upper and lower case were damaged, and that the keyboard was scratched. Analysis could not be complete analysis as customer requested epg be returned unrepaired.

Event description:
It was reported that the external pulse generator (epg) turned off while connected to and actively pacing a patient. The epg was replaced with another and returned for service. No patient complications have been reported as a result of this event.